Event description:
It was reported that during a da vinci-assisted roux-en-y gastric bypass procedure, the customer indicated that there was no energy going to the vessel sealer extend (vse) instrument. The customer swapped the vse instrument multiple times, but the issue was not resolved. After reseating the sterile adapter (sa) and power cycling the e-100 generator, the customer observed a little bit of energy to the tip of the vse instrument. The customer then swapped out the vision side cart (vsc), but the issue remained the same. The customer also connected the vse instrument to the erbe generator, but there was still no energy effect on tissue. When the event occurred, the surgeon was grasping a smaller than usual amount of tissue but not an atypical amount. There was no patient injury. Intuitive surgical, inc. (Isi) followed up with the site's robotic coordinator and obtained the following additional information: the procedure could not be completed and was cancelled.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed errors pointing to the master tool manipulator (mtm) and replaced the mtm. The system was tested and verified as ready for use. Isi received the mtm involved with this complaint to perform failure analysis. The mtm was analyzed and during visual inspection, the grip lever was found to be extremely bent outward. The mtm was installed on a test fixture and failed sine cycle.